Event description:
Report received from the USA stating that the device was "leaking oil from the end" during a craniotomy case. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).